Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 20 message that could not be cleared. No adverse patient sequelae was reported. No further information provided. Manufacturer requested additional information on (B)(6) 2013; however, no additional information has been obtained.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/07/2013 for investigation. Investigation results as follows: visual inspection was performed and revealed no damages. Review of the archive data shows ua20 (position out of range) occurred in two sessions and both sessions were on (B)(6) 2013. However, the reported problem date was on (B)(6) 2013. Therefore, the reported problem could not be confirmed. Furthermore, this error was cleared by the customer before the platform arrived to zoll for evaluation. Functional testing was performed with no problems. In addition, there were no problems found with the platform during service. The platform passed final test. Based on the evaluation results, a definitive root cause for the customer's reported complaint could not be determined.